Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. As a result, the ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced severe pain at the ipg site. Surgical intervention took place to explant and replace the ipg. Therapy was restored post-op.